Event description:
The physician reports that the crystalens haptic tore when implanting the lens using forceps. Intervention was performed intraoperatively to remove the damaged lens and suture the incision. A second lens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.